Event description:
It was reported that the cord on the radio frequency programmer head had a tear in its insulation. The head was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Tear in the cable insulation. Uplink amplitude is out of specification; rf (radio frequency) head cable found out of electrical specification.